Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim assembly. Attempted to power uim in to user mode but failed, the screen was black and led¿s would only light up. Continued by re-uploading the bootloader using the uim software installation fixture and installing software version 4.6b, the uim successfully powered on in to user mode operating properly. Root cause: duplicated and isolated the reported problem to a corrupted bootloader. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement user interface module (uim). A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for eval. As of august 5, 2015, carefusion has not received the alleged faulty user interface module.

Event description:
This complaint originated from an international distributor in (B)(4). The distributor reported the following: "the uim goes black, the vent continues ventilating and all led's on the front panel of the uim are on". No pt involvement.